Event description:
It was reported that during the attempted implant of this lead, the physician encountered the suture sleeve over the lead tip. It was also noted that there was an anomaly with the helix. The physician opted to complete the procedure with another lead. No adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that during the attempted implant of this lead, the physician encountered the suture sleeve over the lead tip. It was also noted that there was an anomaly with the helix. The physician opted to complete the procedure with another lead. No adverse patient effects were reported. This lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted that the lead was returned with the suture sleeve on the tip section and stuck and could not slide towards the proximal end of lead. The terminal pin assembly, and electrode tip were found with no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.